Event description:
A report received from the customer stated, "the pt has to have suction regularly, and when the father insert the suction catheter into the trachea, the catheter hits the trachea causing irritations and bleeding and the child suffers from choking fits." "The client thinks that the device shape has been modified, the shape is more curved." A non-routine replacement of the tube was required.